Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown. Date explanted - remains implanted. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, ¿loosening and fracture of either the cement or the prosthesis, or both, can occur due to disease, trauma, and inadequate cementing technique, mechanical failure of the materials or latent infection.¿ remains implanted.

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient underwent an arthroscopic procedure on (B)(6) 2011 due to a loose cement fragment and pain. During the procedure, partial synovectomy and lateral gutter synovitis were noted. No further information has been provided.